Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was blood in the catheter. The case was completed. No patient complications have been reported as a result of this event.

Event description:
It was later reported that there was no visible blood but an error message was received stating that the system detected blood in the catheter handle and stopped the vacuum.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Product event summary: data files and the afapro28 balloon catheter with lot number 23640 was returned and analyzed. Assessment of the data files on the console (B)(6), case ID 13 showed at least 8 applications were performed with the afapro28 balloon catheter with lot number 23640-17 on the march 11, 2025 without any system notice or anomaly. In the fault data file, the following fault message was found on the 11th march 2025 on the console (B)(6): the system notice n-004 "the system has detected blood in the catheter handle and stopped the vacuum." Was confirmed during the cmech state during case ID 13. Visual inspection of the balloon catheter was performed and no anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for 4 applications. However, the catheter usage date recorded on the smart chip 2025-03-11 did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the n004 system notice was confirmed during testing but visible blood was not confirmed. The balloon catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.